Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation due to lead migration. Surgical intervention is pending to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the lead was replaced. Surgical intervention addressed the issue.